Manufacturer narrative:
Device was evaluated and repaired. During evaluation it was noted that the ultrasound circuit board had significant damage. Evaluation determined that the damage to the circuit board was noted as the source of the self test failure. No other errors or defects were observed during evaluation. The ultrasound system was repaired and functional testing was completed. The system passed all testing. Investigation concludes that internal damage was limited to the ultrasound assembly and was the cause of the self-test failure. No other errors or defects were observed during our investigation.

Event description:
A customer reported that their vaser amplifier failed to complete the self test function leading to a delay in treatment of greater than 15 minutes with the patient under general anesthetics. No patient injury was reported in this case.